Event description:
It was reported the device "did not run correctly". No adverse effects reported.

Manufacturer narrative:
Other, other text: returned device was received with wear and tear damage to enclosure, front cover, water tank cover, drain fitting, reflux plug 390, and line cord. During the evaluation of the device unit won't calibrate properly due to pcb faulty and visually damaged front cover. The customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.